Event description:
The customer reported via phone call that she had high blood glucose and has been receiving no delivery alarms today. Customer's blood glucose at the time of the incident was 254 mg/dl. Customer's current blood glucose was 407 mg/dl. Customer stated that she has not been receiving insulin due to having 3 no delivery alarms. Customer stated that she had a funny taste in her mouth like an old stale donut. Customer has not treated yet. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change. Customer was walked through the infusion set change step by step to ensure accuracy. Customer was advised to use a back-up plan and to follow up with her health care professional in regards to her high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.